Manufacturer narrative:
This is the second of two reports for the same end-user involving two complaint products from the same product line, but with differing parameters; this report references the complaint product reported for the left eye, with a reported power of -2.00x075x020. The actual complaint product has not been returned for evaluation and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It is reported by an end-user that she was diagnosed with bilateral corneal ulcers associated with contact lens wear. It is reported that the event has resolved and that the end-user has resumed contact lens wear with different contact lenses containing "extra moisture." Additional information has been requested but not yet received.

Manufacturer narrative:
Additional information was provided by the treating eye care provider (ecp), identifying the associated complaint product as the od (right eye) contact lens with a lens power of -2.75x-075x160; there was no indication from the treating ecp that an event occurred in the os (left eye), associated with a lens power of -2.00x075x020. The lot numbers for both products have not been provided. Further information received regarding the ecp¿s report of a corneal ulcer in the od corresponding with the identified product is addressed in the smdr with the associated manufacturing report number of 9610813-2016-00006. (B)(4).